Event description:
The user facility reported that the tr band "ruptured" during use. The following info was provided by the user facility: the physician applied the tr band; the 15 minute and 1 hour checks were completed with no problems; the pt was sent to the nuclear medicine department where the staff reported that the band had ruptured and the access site had begun to bleed again; and the pt was reported to be "fine" following the event.

Manufacturer narrative:
(B)(4): although there was reportedly no impact to the pt and an estimated volume was not available, the event description indicates that some blood loss did occur. Results: are based on eval of user facility info only; is based upon eval of the retained sample. Conclusion: is based upon eval of user facility info only; is based upon eval of the retained sample. The involved device is not available to be returned from the user facility for eval. Eval of the retained sample confirmed there were no defects or anomalies. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. The cause for the reported deflation of the tr band cannot be determined based upon the available info. The labeling does address the potential for such an event in the instructions-for-use with statements such as: "do not inject more than 18ml of air. There is a possibility of damaging the device is this volume is exceeded"; "pt should not be left unattended while the tr band is in use"; and "depending on the pt's condition and the degree of balloon pressure, an adverse event including artery occlusion, hypodermic hematoma, hemorrhage, pain, or numbness may occur. Check the progress of the hemostasis and adjust the air pressure accordingly"; and "while using, be careful not to put excessive load on the pressure confirmation balloon or compression balloon that could break it." All currently available info has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).